Event description:
It was reported that the artic sun device was having flow issues.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was working properly. No findings related and no repairs were made regarding to reported issue. It is unknown if the device was influenced by the reported failure, however the device met specifications for the reported issue during evaluation. It is unknown if the device was being used for treatment at the time of the reported event. The DHR review not required as the reported issue was unconfirmed. The labeling review is not required as the reported issue was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the artic sun device was having flow issues.